Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Attempts were made to obtain additional information regarding the nature of infection but was unsuccessful. The pocket was swabbed for cultures but the rep was not aware of the result. There were no additional adverse effects reported. The product was explanted.